Event description:
It was reported that a user experienced prolonged low blood glucose readings down to 45 mg/dl while using the ilet and subsequently disconnected from the system for two days, later reconnecting, with records showing frequent insulin pauses and meal announcements made during treatment of lows. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates. Investigation included review of synced device data and user report, along with troubleshooting and education on appropriate hypoglycemia treatment and the ilet¿s automatic insulin pause during low glucose. Investigation of this case revealed that extended lows were associated with user behavior, including making a meal announcement during treatment of hypoglycemia, which contributed to prolonged low glucose, while the device paused insulin delivery as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.